Event description:
It was reported that patient states that he is having trouble with his memory. He states his "mind is going." He has also been having pain in his leg for about 3-4 months. He reports aches, muscle cramps and feels weak. He now has a kidney abcess and doesn't know if it is all related.

Manufacturer narrative:
The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.